Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi for an unknown reason. No further information was reported. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited backup vvi due to an event queue overflow. Programming changes were made. The patient had no adverse consequences.